Manufacturer narrative:
1. DHR bhr review lot 4052079. 1. This batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, and no leakage is found at the sample. Please see the attached test reports. Conclusion: no abnormality is found on process and retained sample. Because the specific bleeding site and abnormal state of the indwelling needle cannot be identified, the root cause of the bleeding cannot be determined.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2024 after the healthcare provider implanted the indwelling needle into the patient's vein, the fluid spilled out of the end of the indwelling, the patient was nervous, and the indwelling needle was removed and a new indwelling needle was selected to reselect the IV indwelling.

Manufacturer narrative:
Investigation finding codes added.